Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between july 17, 2017 ¿ july 19, 2017. The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection on the unit via the naked eye shows no evidence of fluid coming out at the luer when the luer cap was removed. Microscopic inspection on the flow restrictor shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the glass capillary. The reported condition was verified. The cause of the air bubbles in the glass capillary was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse the therapy solution. None of the total fill volume (103ml) was infused. The folfusor was filled with chemotherapeutic agents, leucovorin calcium (calcium folinate), 5-fluorouracil, and irinotecan (4000mg of fluorouracil) with 23ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.